Event description:
Event description guidant received information that this flextend lead had dislodged from this patient's ventricle due to twiddlers syndrome. The lead was removed and replaced without further incident.